Event description:
Safety shield broke off during activation resulting in a needlestick. Customer reports that product was used correctly. Lot number unk. Customer indicated no product available for investigation.